Manufacturer narrative:
On the event date (B)(6) 2021. Customer returned pump for an alleged motor error alarm. Pump passed the a21 error test, displacement test, seat, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No motor error alarm during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date, time and whether alarm occurred during basal & bolus due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Unable to verify motor error alarm due to corrupted history file. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Test reservoir lock properly inside the reservoir tube. Motor passed motor test. No motor error alarm. The following were noted during visual inspection: broken reservoir tube lip, cracked battery tube threads and cracked case ¿ display window corner unit passed required testing. Not confirmed motor error alarm. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Crm service notification text 08/01/2021, 12:42:48, doriam1 rx check complete. Still pending valid rx for ngp pump. Crm service notification text 07/31/2021, 16:37:31, (B)(6). Cust is eligible for ngp cot but does not have current ngp rx on file. Created zoow RMA with blocked outbound line as ngp cot cannot be shipped until new rx is obtained. Will contact cust once new rx comes back from hcp to arrange shipment. Crm service notification, text, 07/31/2021,15:41:09 erp_rfc_user related svn (B)(4) . Crm service notification text 07/31/2021 , 15:31:32, (B)(6) customer concern: customer is reporting a motor error, she was getting in and out of the car, was wearing it on the belt/pants. Customer was able to clear the alarm dop114-950doc: motor error/e70 explain the pump detected a possible issue with the motor. Insulin delivery has temporarily stopped to ensure your safety. Assist customer with clearing alarm as applicable. Advise customer to disconnect from pump: yes advise customer to check if the drive support cap is protruded, loose, sticking out or flush. Document findings: cap appears normal-slightly indented was the pump exposed to high magnetic environment?: yes if yes, document details: customer had a CT scan and was adv she could wear the pump during the scan advise pump should not be exposed to products/devices using strong magnets or gauss level > 600. Did customer report an e70 alarm?: no advise customer to remain disconnected from pump. Remove reservoir and set from pump ensuring reservoir and set are not disconnected: yes is/was customer able to clear alarm and pump rewind?: yes (if possible) advise to return pump with battery and zero out basal rate(s) advise customer the serialized device will need to be replaced: yes instruct customer to discontinue pump use and revert to back up plan as per hcp instructions: customer declined will the serialized device be replaced?: yes inform customer about product replacement policy addt'l notes: - customer wants to monitor the issue and will call back if it continues but is okay to start the process of the cot since her pump is oow. Customer is aware that the rx is needed for a cot pump to be shipped so we will request the rx to be obtained. Once it is received, she is aware we will call her to process the ot order and she will decide if she wants to get the cot or not - customer also reported the pump is damaged (added reason code) - updating the hcp on file (B)(6) customer declined to return her oow pump, she will be keeping it.